Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, it is not possible to determine if the complaint is product related, technique related, or a combination of both. The investigation could not verify or identify any product contribution to the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address poly wear. Update rec¿d (B)(6) 2014 - patient's medical records were received. Records indicate prior revision an x-ray identified the patient to have osteolysis in their trochanter. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update received (B)(6) 2014. During medical record review, it was found that the cup was excessively anteverted. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).